Event description:
Wheel was broken near the axle causing pt to fall. Analysis indicates the dimensions of the wheel are within specification ranges. This MDR issued to document this failure for future references.